Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of essure coil was noted in the left uterine cornu'), embedded device ('myometrial penetration by the iud, the echogenic focus seen penetrating the left side of the myometrium would be consistent with the device/ left-sided fallopian tube device is seen extending into the edge of the uterus'), fallopian tube perforation ('perforation: fallopian tube') and menorrhagia ('menorrhagia (heavy menstrual bleeding).') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, menometrorrhagia, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, and removal of essure coils, laparoscopy with bilateral salpingectomy, and removal of essure coils, and novasure ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Events "myometrial penetration by the iud and a fragment of essure coil was noted in the left uterine cornu" were added. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of essure coil was noted in the left uterine cornu'), embedded device ('myometrial penetration by the iud, the echogenic focus seen penetrating the left side of the myometrium would be consistent with the device/ left-sided fallopian tube device is seen extending into the edge of the uterus'), fallopian tube perforation ('perforation: fallopian tube') and menorrhagia ('menorrhagia (heavy menstrual bleeding).') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, menometrorrhagia, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, and removal of essure coils, laparoscopy with bilateral salpingectomy, and removal of essure coils, and novasure ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: medical record received. Events "myometrial penetration by the iud and a fragment of essure coil was noted in the left uterine cornu" were added. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a fragment of essure coil was noted in the left uterine cornu'), embedded device ('myometrial penetration by the iud, the echogenic focus seen penetrating the left side of the myometrium would be consistent with the device/ left-sided fallopian tube device is seen extending into the edge of the uterus'), fallopian tube perforation ('perforation: fallopian tube') and menorrhagia ('menorrhagia (heavy menstrual bleeding).') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, menometrorrhagia, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, and removal of essure coils, laparoscopy with bilateral salpingectomy, and removal of essure coils, and novasure ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)."). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping), pelvic pain female, abdominal pain , menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.